Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a cranio maxifacial surgical procedure, it was discovered that the blade device would not lock into the reciprocating saw attachment device. The reporter stated that when the coupling end was turned to accept the cutting tools, it did not open all the way, thus preventing the cutting tools from locking into the device. There was approximately a five minute delay to the surgical procedure. A spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not secure the saw blade device or the function gage. It was observed that corrosion and an unknown substance were found on the lift rod with the connection coupling and other internal components. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning/care, which is user error/misuse/abuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.